Event description:
Customer alleged the unit bucked causing him to fall out. Customer isn't maintaining the product because he can't afford it.

Event description:
Customer alleged the unit bucked causing him to fall out. Customer isn't maintaining the product because he can't afford it.

Manufacturer narrative:
The model number, serial number, date of manufacture, and 510(k) have been provided. The device was evaluated in the field. The device has not been maintained and several wear items needed to be replaced. The device is now working properly.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.